Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to suspected premature battery depletion and a recent field advisory on this model number.